Manufacturer narrative:
Batch review performed on 26 july 2018: lot 172780: 30 items manufactured and released on 25 july 2017. Expiration date: 2022-07-06. No anomalies found related to the issue. To date, 14 items of the same lot have been already sold without any similar reported event.

Event description:
About 7 months after primary the surgeon revised the patient for a minor knee instability. Only liner swap. The surgery was completed successfully.